Event description:
It was reported that a revision surgery was performed due to elevated cobalt and chromium levels and pseudotumor.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to elevated cobalt and chromium levels and pseudotumor. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. Using the supplied implantation dates, hospital name and implanting surgeon¿s name, the devices part numbers involved in this case have been identified, confirmed with later received medical records as follows: 74122150, 10dw27110 acetabular cup hap size 44/50 74123144, 08kw19281 femoral head 44mm in the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. According to the provided revision report, the patient had chronic pain, ¿high indices¿ and chronic issues. During the revision a pseudotumor was noted around the implant and the implant was subluxed. Samples were send for microbiological analysis and pathology but no results provided. Without further details (e.g. Pathological analysis, reports of blood metal ion concentrations, x-rays) the nature about the reported findings and possible contributing factors remains unknown. Whether the subluxation lead to damage of the articulating surfaces remains also unknown. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive.